Event description:
(B)(4). I had essure placed in (B)(6) of 2014...I bleed heavy for 3 months straight with clots. I also have had hair loss, extreme mood swings, hot flashes, tired all the time, lower pelvic sharp pains, also headaches.